Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one pump with an unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the reported malposition event can be attributed, but not limited, to surgical technique during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was pro vided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: pericardial release for early lvad malalignment a less invasive approach. Clinical case reports, february 10, 2021; 9(3):1155-1157. Doi: 10.1002/ccr3.3702. Pmid: 33768800. Additional information has been requested regarding the cause of the event, device serial number and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report on surgical management for vad misalignment. One patient's post-operative course was complicated by development of vad low flow alarms with low flows/pulsatility that progressively worsened despite adjustments to pump speeds. The patient underwent daily chest x-rays, which demonstrated gradual migration of the vad inflow cannula to a suboptimal angle. Surgical re-intervention was then performed to conduct a pericardial release, re-position the inflow cannula and re-anchor the device. After re-positioning, vad flows immediately improved back to baseline and hemodynamic parameters subsequently improved. Nine months post-intervention, the patient underwent heart transplantation. The status of the vad is unknown. No further patient complications have been reported as a result of this event.